Event description:
It was reported that the patient fell and was prompted to come into clinic. The lead exhibited less than 200 ohms impedance in both configurations. Loss of capture and sensing were noted in the bipolar configuration, capture was at 2.5 - 3.0 volts and sensing was less than 10 mv in the unipolar configuration. The noise was reproducible with pocket manipulation. The lead was capped.

Manufacturer narrative:
No medwatch form was received.